Event description:
Event description guidant/crm received information that due to intermittent loss of capture this bipolar porous lead was capped and removed from service. It was replaced with an active fix sweet tip bipolar lead.